Event description:
It was reported to covidien on 10/24/2008 that a customer had an issue with a heparin prefilled syringe. The customer reports that prior to the death of the patient, the patient was receiving in home intravenous antibiotic therapies and had a pre and post administration flush regimen that included 100 units/ml heparin lock flush packaged in monoject prefill advanced 5ml fill syringes marketed by tyco healthcare under the kendall label. Patient used more than 100 doses of this medication in the months before his death. Official cause of death was listed as end stage pulmonary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.